Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that endocarditis occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regiment of aspirin and antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then a 25 mm lotus edge valve was implanted successfully. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. Four (4) days later, the subject was discharged at home on anticoagulants. In (B)(6) 2020, 374 days post index procedure echocardiogram revealed endocarditis. On the same day subject was admitted due to the event and medication was adjusted to treat the event. In (B)(6) 2021, the event was resolved and on the same day the subject discharged at home.